Event description:
Report 1 of 2.It was reported while using BD Vacutainer® UltraTouch¿ Push Button Blood Collection Set, an unspecified number of devices leaked blood at the connection with the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple Medical Device Types reported to be involved. The information for the additional device type is as followsD.2.a Medical Device Type: JKA.D.2.b Common Device Name: Tubes, vials, systems, serum separators, blood collection.Investigation Summary:BD received five photos for investigation. Evaluation of the photos confirmed the presence of blood leakage. The device history records for lot number 5353373 were reviewed, and all product specifications and requirements for lot release were met. There were no related quality notifications. As the lot number for the second incident was unknown, a device history record review could not be performed.This complaint has been confirmed for the indicated failure mode: Leakage.No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.